Event description:
On (B)(6) 2025 - we were notified of a patient who swallowed a capsule and vomited it up hours later. Frm-0089c - capsule incident questionnaire, was sent to gather more information. On (B)(6) 2025 - completed frm-0089c was received indicating that the patient retained the capsule for over 72hrs and had a previous bariatric surgery that could have led to the retention. On (B)(6) 2025 - a replacement capsule was sent to the customer.

Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient who swallowed a capsule and vomited it up hours later. Frm-0089c - capsule incident questionnaire, was sent to gather more information. On (B)(6) 2025 - completed frm-0089c was received indicating that the patient retained the capsule for over 72hrs and had a previous bariatric surgery that could have led to the retention. On (B)(6) 2025 - a replacement capsule was sent to the customer.